Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure pre-operatively. It was reported that the imaging system showed a tube artifact in the image. There was a delay of less than 1 hour to the surgical time and no impact to patient outcome. Troubleshooting/resolution of the issue was not reported. The artifact issue did not resolve during the procedure. The procedure was continued as the tube artifact did not hinder navigation. Additional information indicated that the imaging system was used for another case on (B)(6) 2019 without issue; no tube artifact. No complications were reported/anticipated.